Event description:
On (B)(6) 2012, the patient claimed the animas insulin pump has a load step issue. The subject pump allegedly takes 25 to 30 units to prime which is larger than normal. In addition, the animas pump gauge only showed 12 units and 9 units primed while there were 30 unit and 25 units used respectively. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. The product was requested back for investigation. This complaint is being reported as a malfunction due to the load step issue.

Manufacturer narrative:
Device evaluation submitted 1/10/2013, follow-up #1. The device was returned to animas and evaluation was completed by product analysis on (B)(4) 2012 with the following findings: no defect was found. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force. The pump was opened and no damage was found to the force sensor circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.